Event description:
A female patient (age unknown) underwent a therapeutic procedure for gastric hemostasis. The resolution clip kdevice would not advance from the sheath to initiate the deployment of the clip. Another of the same device was utilized successfully to complet the procedure. The patient did not sustain any complications or ill effects as a result of the deployment issue. The patient condition is noted as good/satisfactory.